Event description:
It was reported that this patient recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate tachy shock 2 hours after implant, due to what appeared to be air bubble entrapment oversensing. Technical services recommended several troubleshooting options to resolve this issue. Further information was received indicating the troubleshooting was performed, and no air was noticed in a chest x-ray. The patient spent the night at the hospital and the s-ICD system was checked the next morning. No further allegations were provided. This implantable electrode remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this patient recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate tachy shock 2 hours after implant, due to what appeared to be air bubble entrapment oversensing. Technical services recommended several troubleshooting options to resolve this issue. Further information was received indicating the troubleshooting was performed, and no air was noticed in a chest x-ray. The patient spent the night at the hospital and the s-ICD system was checked the next morning. No further allegations were provided. This implantable electrode remains in service and no additional adverse patient effects were reported. The product has not been returned. Therefore, analysis could not be performed. The "known inherent risk of device" conclusion code was selected as a product quality issue or new patient harm was not identified, and because the primary reported observation is addressed in product labeling (i.e. Instructions for use).